Event description:
Additional information became available that there was error codes and one of them was a short circuit fault detection code, which caused the battery to deplete prematurely. As a result the device and lead were explanted immediately to preserve critical therapy.

Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact and the header wire(s) were found to not be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.